Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial numbers. Patient information is limited due to confidentiality concerns. The gender of the baseline characteristics is male and the baseline age is 70 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿implantable loop recorder monitoring after concomitant surgical ablation for atrial fibrillation (af): insights from more than 200 continuously monitored patients.¿ heart vessels (2016) 31:1347¿1353. Doi 10.1007/s00380-015-0735-4. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable cardiac monitors (icms). Multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial numbers. The article reported that there were four (4) patients who had their icms removed due to infection or ¿chronic¿ pain. The status of the icm is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.